Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("female patient underwent surgery for removal of nickel implants from the fallopian tubes, as a result of chronic abdominal pain since the insertion thereof.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of diabetes, vertigo, migraine without aura, arterial hypertension and parity 4. Previously administered products included: epitomax. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), cognitive disorder ("cognitive impairment"), memory impairment ("memory impairment"), musculoskeletal disorder ("chronic multifocal pain"), forgetfulness ("forgetfulness") and vertigo ("vertigo"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the abdominal pain had resolved. The outcomes for cognitive disorder, memory impairment, musculoskeletal disorder, forgetfulness and vertigo were unknown. No causality assessment was received for essure with regard to abdominal pain, cognitive disorder, memory impairment, musculoskeletal disorder, forgetfulness or vertigo. The reporter commented: it should be noted that the patient¿s sister recently died, in (B)(6) 2023, at the age of 50 years due to multiple strokes, in the context of a cadasil (cerebral autosomal dominant arteriopathy with subcortical infarcts and leukoencephalopathy syndrome the tests of the patient are negative, but came back positive for her brother, aged 52 years. The patient reports having repeated forgetfulness which has been occurring for a few years now, non-progressive, and which does not seem to affect her autonomy. She has been on disability since 2019, she is married (husband chronically depressive) and has 4 children. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 08-nov-2023. The most recent information was received on 25-nov-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("female patient underwent surgery for removal of nickel implants from the fallopian tubes, as a result of chronic abdominal pain since the insertion thereof.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of diabetes, vertigo, migraine without aura, arterial hypertension and parity 4. Previously administered products included: epitomax. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), cognitive disorder ("cognitive impairment"), memory impairment ("memory impairment"), musculoskeletal disorder ("chronic multifocal pain"), forgetfulness ("forgetfulness") and vertigo ("vertigo"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the abdominal pain had resolved. The outcomes for cognitive disorder, memory impairment, musculoskeletal disorder, forgetfulness and vertigo were unknown. No causality assessment was received for essure with regard to abdominal pain, cognitive disorder, memory impairment, musculoskeletal disorder, forgetfulness or vertigo. The reporter commented: it should be noted that the patient¿s sister recently died, on (B)(6) 2023, at the age of 50 years due to multiple strokes, in the context of a cadasil (cerebral autosomal dominant arteriopathy with subcortical infarcts and leukoencephalopathy syndrome the tests of the patient are negative, but came back positive for her brother, aged 52 years. The patient reports having repeated forgetfulness which has been occurring for a few years now, non-progressive, and which does not seem to affect her autonomy. She has been on disability since 2019, she is married (husband chronically depressive) and has 4 children. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.